Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a circle taper point needle broke during a shoulder procedure. The actual device was not available for evaluation. No manufacturing lot number or photo was provided for review. The end user indicated that during a shoulder surgery, the needle broke and the surgeon was required to retrieve the broken section of the needle. Surgery was prolonged to retrieve the broken needle. The patient tolerated well and follow up care was not required. DHR was not able to be evaluated due to no lot number provided. Incoming inspection analysis was reviewed for any rejections based on the complaint alleged malfunction and no non-conformance were noted. According to aspen surgical's IFU, the needles should not be clamped directly on the eye of the needle to the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end to prevent needle breaks. Based on this information, due to no picture or sample being available to aid with the complaint investigation, no further action will be required. The complaint cannot be confirmed for needle breakage. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating that a circle taper point needle broke during a procedure. This report was filed in our complaint handling system as complaint # (B)(4).